Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the insulin pump history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose was 79 mg/dl at the time of incident. Customer reported that they did not hear the differences between the two audio beep volumes. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer was previously able to passed the test. The insulin pump will be returned for analysis.